Manufacturer narrative:
The customer repeated the patient samples as the initial results were "not possible." The customer has not had any further issues since the sample probe was replaced.

Manufacturer narrative:
The customer declined to provide any additional information for investigation as the problem was solved after replacing the sample probe. Based on the information that was provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results of "0" for "a few tests" such as glucose, total protein and urea on a cobas 6000 c (501) module. The actual initial and repeat results were requested but were not provided. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer changed the sample probe; afterwards, the results were correct.